Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient was brought to the operating room for I&d of the right total knee with poly exchange due to infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.